Manufacturer narrative:
On (B)(4) 2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from (B)(4) 2015 to (B)(4) 2016. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2016. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.

Manufacturer narrative:
(B)(6) 2015 software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. August 04, 2015 a medtronic representative, following-up at the site, reported they had been registered, and navigating on and off, for approximately 4-5 hours when this happened. This was a very long surgery, and when we went to register the straight probe, the navigation quadrants turned completely blue. The medtronic representative was able to click log out under normal workflow, log back into the software, and resume navigation without further issue, using the straight probe.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, and after the site used the straight probe, the screen turned blue. The surgeon continued working, however, was not able to verify a different instrument. In trouble-shooting, the medtronic representative re-started the software while they were working, and the screen returned to normal. Issue resolved with software re-start. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.